Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, high, out of range high voltage lead impedance was observed. The lead was removed and reinserted into the connector with the same results. When a new ICD was placed, the measurements were in normal range and the procedure was completed.